Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported "capsular contracture grade IV" by intake portal. This record is for the right side. The device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture grade IV" by intake portal. Healthcare professional later reported right side "fluid collection" found on ultrasound and "15 cc serous (clear yellow colored) fluid collection was drained" during surgery. This record is for the right side. The device was explanted and replaced. A "subtotal capsulectomy" was performed.

Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV; "serous (clear yellow colored) fluid collection" additional, changed, and/or corrected data: b5, b6, h6, h11.